Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a smiths medical device had a "no disposable cartridge" alarm. This event was reported while in use with a patient. No injury was reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6500 pump was returned for analysis. The pump passed all test specifications. No fault was found during device evaluation. The complaint was not confirmed.